Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The device deployed successfully but final computed tomography angiography revealed a type ii endoleak. The physician decided to monitor the pt. Later that day the pt suffered cardiopulmonary arrest. The physician emergently performed a cardiac massage, but the pt expired due to an ascending thoracic dissection originating at the root of the innominate artery. The cause of the dissection is unk as an autopsy was not performed.